Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks after being implanted, the implantable cardiac monitor (icm) fell out of the patient's chest. The icm is no longer in use. No patient complications have been reported as a result of this event.